Event description:
It was reported a doctor inherited a patient. On their first visit the pump was empty of medicine. It looked to be four months past the refill date. A catheter dye study and rotor study were to be performed. There were no patient symptoms of complications associated with the event. The patient¿s status at the time of the report was alive and without injury. The pump was used to deliver baclofen. The next day it was reported that the patient¿s pump had not been refilled since (B)(6) 2013. The reservoir was completely dry. A roller study was performed to check the movement of the pump rollers, and the study appeared to show movement. The logs were checked and x-rays were performed. An unknown critical alarm was reported. The patient was not receiving therapy. The patient had moved from georgia and had not been managed. Their spasticity had completely returned and they reported experiencing severe baclofen withdrawal several months prior to the report. They also reported hearing pump alarms. The pump was currently filled with preservative free normal saline. The patient was to follow up with their doctor next week.

Manufacturer narrative:
Concomitant products: product ID 8711, lot # j11417r17, implanted: (B)(6) 2003, product type catheter. (B)(4).